Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7037944. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly- there was one batch of material# 700009841 (syringe 1.0ml asm 31ga 6mm sm700151 sc) which was consumed into final product batch# 7037944. Batch# 7037944, date(s) of manufacture: 15mar2017 thru 16mar2017; machine(s) manufactured on: jl, jm, jn, jo. Pils - there was batch of material# 700009840 (barrel 1.0ml shd 31ga 6mm tw sm700151) which was consumed into final product batch# 7037944. Batch# 7037944, date(s) of manufacture: 15mar2017 thru 16mar2017; machine(s) manufactured on: fk. There was one notification (B)(4) noted that did not pertain to the complaint. Severity; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle pain on lot # 7037944. This is the 1st related complaint for needle point burred and polybag difficult to open on lot # 7037944. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device does not have an expiration date. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insulin syringe with the bd ultra-fine" needle the consumer stating syringes hurt when using. Consumer said when holding needle up to the light can see something on end of needle. There was no report of injury or medical intervention.